Manufacturer narrative:
The customer reported the tubing had a crack, and returned one used sample of material c25013e, lot 25035271. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water by a syringe, and leaking was found from the tubing and female luer connection. There is a half-tubing jib connector in between the tubing and the female luer. The jib tubing was damaged, and only one half was still intact, allowing for the fluid path leak observed. The manufacturing plant was unable to trace the root cause for the tubing damage to any manufacturing processes. The root cause for the tubing damage is unknown. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was cracked. The following information was received by the initial reporter with the following verbatim. It was reported by customer that there is a crack in the tubing where it meets the hub.